Event description:
Patient is suppose to run tpn and lipids over night for ten hours form 1900-0500. Pt had three different nurses during this time all of which did not notice that the tpn was not infusing correctly. The pump had said it was infusing, there was never an indication that there was an occlusion or air in line, pump was acting as if it was infusing but the channel on the system was actually not working at all. However the other channels that were connected to the brain had been working just fine, pt was able to get all her lipids.